Event description:
During a therapeutic procedure, an accustick was inserted into the biliary system. Upon removal of the sheath, it was noticed the radiopaque marker remained in the pt with the wire still in place and the marker around it. A goose neck snare was used to snare the distal end of the wire to pull out the whole system in a loop. The marker was removed successfully with no pt complication.